Event description:
Intuitive surgical, inc. (Isi) received a prograsp forceps instrument as an RMA. There was no alleged malfunction reported against this instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have grip pin missing. The missing pin was not returned. Additional findings not related to customer reported complaint: the instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The complaint was confirmed by failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and advance failure analysis confirmed initial findings. The instrument was found to have a frayed grip cable and a missing grips pin. The instrument was given to manufacturing engineering for further review. It was noted that it is possible that grips became "stuck" in a position due to the frayed cable, and was attempted to be removed with a large amount of force, potentially causing the missing grips pin swage to break.

Event description:
Refer to h10/h11 for follow-up information.